Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely that the e224 occurred, because a communication failed occurred, due to a faulty cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the 4k autoclavable camera head display an e224 error message. In addition, the unit fails to white balance. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the e224 error.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of e224 error was confirmed due to faulty cable unit. Furthermore, the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.